Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the patient¿s contact information was not provided. It is not known when the alleged inaccuracy began. On unspecified dates/times, the patient reported obtaining inaccurate high readings of ¿545 and 445 mg/dl¿ with the subject meter. It is not known what medication(s), if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged high readings. At the time of the call to lfs, the patient claimed that as a result of the high readings she went to the hospital twice. No additional information regarding the hospital visit was provided. It is not known what treatment, if any, the patient received during hospital visit. The patient declined to answer additional questions and troubleshoot the meter issue. The cca noted that the patient disconnected the call. This complaint is being reported because the patient reportedly went to the hospital after obtaining an inaccurate high reading with the subject meter. The lfs device could not be ruled out as a cause or contributor to the event.